Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The customer reported that when viewing a bd training video with orientations regarding the removing and re-inserting of the cover in the tube, they understood that they needed to do some training with their nursing staff.

Event description:
It was reported that tube sst plh 13x75 3.5 plbl gold br had the stopper pop out of the tube. The following information was provided by the initial reporter: "the nursery staff of the customer facility performs a lot of opened collections (no vacuum), and during the centrifuge process of the tubes, the stoppers are popping off. Leading to lost of product and delay on exams. The customer recognizes that there is a user error at the moment of re-inserting the cover, and they are requesting for a training to their staff to orientate on how to put the cover back into the tube. The training requirement has been opened with the bd consultant team."